Event description:
It was reported that the patient had a split on the tubing right above the connector which leads to high blood glucose and treated with intravenous insulin on (b)(6) 2023.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions. H11: Investigation summary.Complaint Investigation Results: Review of complaint record Database (b)(4) event description and all available information was completed, and lot number 5387793 was provided. Complaint was classified as Serious Injury under malfunction code: Leak - Tubing damage - significant / extensive. A query was run in the Electronic Quality Management System (eQMS) on 02-JUN-2026 against Lot Number 5387793 and similar Malfunction Code(s)No records were found for this lot No. related to the malfunction. A non-conformance (NC) /CAPA query search was run in the eQMS system performed on 02-JUN-2026 against Lot/Batch Number 5387793. No records were found.Batch Record Review:The Batch record for lot 5387793 was reviewed. Review of the batch record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code.Sample Testing: No products or pictures were returned with the complaint to aid in the investigation. Retention samples from lot 5387793 are expired and thus no testing will not be done.CAPA determination:Based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts).Summary Conclusion:Batch record review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as Complaint Unconfirmed as analyzed.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number, Reporting Site: 8021545 ,Manufacturing Site: 8021545.